Manufacturer narrative:
Initial reporter facility name: initial reporter phone number: (B)(6) .should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex st150 set, an external blood leak was observed from the ¿tp square¿ of the return blood line. It was reported that the "tp square" had an unspecified damage. The blood loss was estimated to be 150ml . There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not received for evaluation, however a photograph was provided. The visual inspection of the provided photo observed the presence of an external blood leak at the level of the monitor line. The reported condition was verified. However, no defect was visible on the component. The cause of the reported issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.